Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery status of the device was confirmed to be elective replacement time. The device communicated appropriately with the programmer and paced and sensed normally. A review of the device memory indicated the accelerometer was programmed on during the implant life. To determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.

Event description:
Boston scientific crm received information that during a follow up visit, this device showed a magnet rate of 90 and remaining longevity of one year remaining. As the patient with this device is pacemaker dependent, a decision was made to replace the device. A replacement procedure was performed, this device was removed, replaced and will be returned for analysis. No adverse patient effects were reported.